Event description:
One patient sample with discrepant folate results. Initial result gave >20 ng/ml; sample repeated four times giving 10, >20 twice and 10.4, and 11 ng/ml. Next day sample was repeated three times; twice giving > 20 ng/ml each time and once with dilution giving 11 ng/ml. No adverse events reported in association with the discrepant results. If additional info is rec'd, appropriate notification will be provided.